Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that they are not in their original packaging. Both the insertion devices were returned in the pret2/postt1 setting with no suture or implants returned. A functional evaluation finds they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t2 of two (2) fast-fix 360 devices fell off from the inserter, after the t1 was implanted. The t1 implants were removed from the patient by suction. The procedure was completed with a non-significant surgical delay using a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).